Manufacturer narrative:
Additional information: patient identifier, concomitant medical products, and adverse event problem. Additional information received by smiths medical on 24-oct- 2019. The reported issue was discovered during a recertification renewal. There was no patient involved. Device evaluation: one cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with no damaged. Event history log review was performed and found evidence of reported problem. Visual inspection, occlusion and infusion testing were performed. The customer's reported problem "downstream sensor error" was not duplicated during occlusion and infusion testing. According to the investigation the pump downstream occlusion sensor was in specification, but the air bubble was visible on the downstream seal. Service's replaced the pump downstream sensor for preventive. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a downstream occlusion error. No adverse effects were reported.